Event description:
Initial hcg result of 0.827 miu/ml. Same sample repeated twice gave results of 2523 miu/ml and 2499 miu/ml. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.